Event description:
Related manufacturer report number: 2017865-2022-22543. It was reported that a patient presented to the emergency room. Device interrogation revealed inappropriate shocks due to oversensing noise on the right ventricular (rv) lead. Rv lead clavicle crush was suspected. It was also noted that there was no capture on the left ventricular (lv) lead due to dislodgement. The physician elected to cap and replace the rv lead and cap the lv lead. The patient condition was stable.